Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, an ovation ix stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak. Secondary procedure was performed on (B)(6) 2018. The patient has been successfully treated with coils and onyx. A new ovation limb was deployed to resolve the narrowing of the right distal limb. The patient was reported as ok. There were no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1a endoleak and a new limb implanted in right iliac artery. This complaint is user related due to concomitant use with products outside the IFU (off- label). Procedure related harms for this complaint could not be determined. The final patient status was reported to be in stable condition post the secondary endovascular procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.